Event description:
It was reported that a 535cc mentor memorygel breast implant prosthesis ruptured during a primary breast augmentation surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 19, 2022, mentor received information indicating that the procedure was delayed for an unspecified amount of time. Despite this, there were still no reported adverse events or patient outcomes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on (B)(6) 2022. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the anterior aspect of the breast implant, measuring approximately 0.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during the implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation. Manufacturer¿s reference number: (B)(4).